Manufacturer narrative:
Concomitant medical products: product ID 64001, lot# n518300, product type adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had a new ins implanted and intra-op impedances were all normal. The patient had a sudden loss of therapy on (B)(6) 2017. The patient¿s healthcare provider (hcp) checked impedance and found contact 2 to be >40k. The patient underwent exploratory surgery where there was fluid found in the lead adaptor of the ins. The adaptor was replaced. The issue occurred because the hcp did not tighten both set screws at implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.